Manufacturer narrative:
It was reported that the device was discarded by the facility. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 99% stenosed and located in the mid right coronary artery. The lesion was treated using three passes with the oad. When the oad was removed, a perforation was noted. Balloon tamponade was performed and two covered stents were deployed to resolve the perforation. The patient was stable following the procedure and was being monitored using echocardiogram.